Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the patient did not properly prime the disposable set. The lot information was unknown; therefore a batch review was not performed. Review of the labeling reveals the homechoice apd systems at-home guide contains sufficient labeling for the user error in this complaint. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm that appeared on the home choice (hc) during initial drain. Gts had the home patient (hp) close the clamps and cycle power off and on. The hp was connected prior to starting initial drain. The hp did not check the patient line to verify that prime had filled the patient line prior to connecting. Gts reviewed proper procedures. Gts had the hp cycle power to clear the error and end therapy. The hp elected to start over with new supplies. Product surveillance contacted the hp?s dialysis nurse. The nurse explained they were not aware of the error, but the patient was doing fine. No injury or medical intervention was reported.